Manufacturer narrative:
No product was returned. The finished samples from each lot are subject to microbiological analysis and the validated sterilization process prior to release of the lot. The reivew of or manufacturing records including a review of the results of microbiologolical analysis for this product lot. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the infection remains unknown. No other reports of infection after use of a device from this product lot have been received. All patients undergoing vascular access procedures are subject to an increased risk of infection. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times, when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (ie., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, and potentiation of infection, inflammation and edema. The IFU states the saftey and effectivess of the angio-seal has not been established in patients with pre-exisiting autoimmune disease. A search of the angio-seal database revealed no current training record for this model of angio-seal for the physician. The IFU caution that the angio-seal is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a coronary angiogram and angioplasty, an angio-seal was used. Two days after the procedure, the patient was discharged in good condition. Four days after the procedure, the patient experienced fever and pain in the right leg. The puncture site and radiographic examinations revealed nothing. Cellulitis was suspected and the patient was admitted. Six days after the procedure, the patient's condition worsened and was transferred to intensive care at another hospital. Septicemia developed and the patient underwent surgery. The angio-seal was removed and was found to be infected. The patient reamins in intensive care and amputation is being considered.